Event description:
The manufacturer received information alleging water inside the blower. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to third-party service center for evaluation, error codes related to the oxygen blending module, o2 and the display were observed. Evt_obm_valve_failure means the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open. Evt_o2_flow_stuck means the o2 flow communication ceased, and the sensor is reporting the same value. Evt_o2_pressure_railed_low means the o2 pressure sensor railed to maximum negative value. The oxygen blending module sub-assembly was replaced to address these issues. Evt_ui_backlight_fail means the backlight is blank in any state other than ¿off¿. Therapy will still be provided based on current settings but will not be able to modify the settings. Evt_touchscreen_fail means the touch screen is unresponsive. Therapy will still be provided based on current settings but will not be able to modify the settings. The display was replaced to address these issues. Additionally, during evaluation of the device at the third-service center, an error code related to the monitor pressure sensor, error codes related to voltage, and an error code related to sensor drift were observed. Evt_mon_press_railed_low means the monitor pressure sensor railed to maximum negative value. Evt_voltage_3vs3_fail likely means the 3.3v supply rail exceeded or dropped below threshold due to component tolerance/drift. Evt_voltage_5vs2_fail likely means the 5v supply rail exceeded or dropped below threshold due to component tolerance/drift. Evt_drift_debug means the sensor offset during drift calculation is too high. The system board was replaced to address these issues. These errors are not related to the reportable errors listed above. Also, the blower assembly showed signs of corrosion due to humidity; the machine flow sensor, tubing low flow o2, blower bellows seal and tubing fio2 were contaminated, but there was no report of malfunction/error due to contamination; vanity cover was found to be damaged. Necessary parts replaced to address issues. These issues are not related to the reportable errors.